Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date was reported to have occurred two weeks ago. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.